Event description:
During pre op during registration the entire internal portion of the mics locking system camp apart. It wouldn¿t lock and the internal price broke apart. Case type / application: tka 2.0.